Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection of vancomycin (1 gram, every fifth day, route and duration not reported), injection of meropenem (1gram, once daily, duration and route not reported) and injection of amikacin (125 milligrams, once daily, duration and route not reported) for peritonitis. At the time of this report the patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported dianeal therapy was ongoing. The peritonitis was manifested by cloudy fluid. The reporter stated that the patient did not break the aseptic technique. The same day as onset of the peritonitis, the patient began treatment with intraperitoneal vancomycin, meropenem and amikacin. Fourteen days later all three antibiotics were discontinued. Four days after onset of the event the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.